Manufacturer narrative:
Bayer case number: (B)(4). I have been bleeding / has been blood clot [genital bleeding]. The essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube [device breakage]. Pelvic pain [pelvic pain female]. I am now anemic due to bleeding [blood loss anemia]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("I have been bleeding / has been blood clot"), device breakage ("the essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube"), pelvic pain ("pelvic pain") and blood loss anaemia ("I am now anemic due to bleeding") in an adult female patient who had essure (ess205) inserted (lot no. 620734) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2024 she experienced genital haemorrhage (seriousness criterion intervention required). On unknown date she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important) and blood loss anaemia (seriousness criterion medically important). The patient was treated with surgery (scheduled hysterectomy on (B)(6) 2025). At the time of the report, the genital haemorrhage had not resolved. The outcomes for device breakage, pelvic pain and blood loss anaemia were unknown. The reporter considered blood loss anaemia, device breakage, genital haemorrhage and pelvic pain to be related to essure (ess205) administration. The reporter commented: "I was calling to find out who do I file a complaint for the essure. I had the essure implanted in (B)(6) 2006, and I have been bleeding as of (B)(6) 2024 to this present time. The essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube. I did a sonogram and that is what it shows. Now being as though I have been bleeding and there has been blood clot, I am now anemic and on medication. I have hysterectomy scheduled for next month to have the essure removed. I am upset; you guys did a recall on the essure; I wasn't notified or contacted. Nothing. All of the symptoms that I am having, the complications you guys doing the recall for, I am getting pelvic pain, bleeding, anemia. It's crazy, it doesn't make sense. I need something to be done because I am about to lose my uterus and fallopian tube taken out. I need compensation. This is ridiculous. If I have known of the recall on this, I shouldn't have to have a hysterectomy to have it removed. I implanted it in me with the assumption that I would not get pregnant and there would be no side effects. This is crazy. I'm going to be without a uterus and a fallopian tube now. I can't take back the body parts that they are about to take out and god forbids, something goes wrong. I'm gonna be out of work. I'm gonna be on disability. It's not right. It's not fair to me I have a scheduled hysterectomy on (B)(6) 2025 to have this essure taken out. I am really annoyed that I have to get a hysterectomy, miss time out of work, pay for deductibles that are costly. What are you guys going to do to compensate for the stress, time out of work. Most of all the body parts that has to be taken out in order to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): a piece is in the uterus, and the other piece is in the fallopian tube. Batch number: 620734. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-sep-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I have been bleeding / has been blood clot [genital bleeding]. The essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube [device breakage]. Pelvic pain [pelvic pain female]. I am now anemic due to bleeding [blood loss anemia]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("I have been bleeding / has been blood clot"), device breakage ("the essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube"), pelvic pain ("pelvic pain") and blood loss anaemia ("I am now anemic due to bleeding") in an adult female patient who had essure (ess205) inserted (lot no. 620734) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2024 she experienced genital haemorrhage (seriousness criterion intervention required). On unknown date she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important) and blood loss anaemia (seriousness criterion medically important). The patient was treated with surgery (scheduled hysterectomy on (B)(6) 2025). At the time of the report, the genital haemorrhage had not resolved. The outcomes for device breakage, pelvic pain and blood loss anaemia were unknown. The reporter considered blood loss anaemia, device breakage, genital haemorrhage and pelvic pain to be related to essure (ess205) administration. The reporter commented: "I was calling to find out who do I file a complaint for the essure. I had the essure implanted in (B)(6) 2006, and I have been bleeding as of (B)(6) 2024 to this present time. The essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube. I did a sonogram and that is what it shows. Now being as though I have been bleeding and there has been blood clot, I am now anemic and on medication. I have hysterectomy scheduled for next month to have the essure removed. I am upset; you guys did a recall on the essure; I wasn't notified or contacted. Nothing. All of the symptoms that I am having, the complications you guys doing the recall for, I am getting pelvic pain, bleeding, anemia. It's crazy, it doesn't make sense. I need something to be done because I am about to lose my uterus and fallopian tube taken out. I need compensation. This is ridiculous. If I have known of the recall on this, I shouldn't have to have a hysterectomy to have it removed. I implanted it in me with the assumption that I would not get pregnant and there would be no side effects. This is crazy. I'm going to be without a uterus and a fallopian tube now. I can't take back the body parts that they are about to take out and god forbids, something goes wrong. I'm gonna be out of work. I'm gonna be on disability. It's not right. It's not fair to me I have a scheduled hysterectomy on (B)(6) 2025 to have this essure taken out. I am really annoyed that I have to get a hysterectomy, miss time out of work, pay for deductibles that are costly. What are you guys going to do to compensate for the stress, time out of work. Most of all the body parts that has to be taken out in order to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): a piece is in the uterus, and the other piece is in the fallopian tube. The most recent follow-up information incorporated above includes data received on: 03-sep-2025: information regarding scheduled essure removal is updated. Essure implant details updated. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). I have been bleeding / has been blood clot [genital bleeding] the essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube [device breakage] pelvic pain [pelvic pain female] I am now anemic due to bleeding [blood loss anemia] case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("I have been bleeding / has been blood clot"), device breakage ("the essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube"), pelvic pain ("pelvic pain") and blood loss anaemia ("I am now anemic due to bleeding") in an adult female patient who had essure (ess205) inserted (lot no. 620734) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In september 2006, the patient had essure (ess205) inserted. In december 2024 she experienced genital haemorrhage (seriousness criterion medically important). On unknown date she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important) and blood loss anaemia (seriousness criterion medically important). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage had not resolved. The outcomes for device breakage, pelvic pain and blood loss anaemia were unknown. The reporter considered blood loss anaemia, device breakage, genital haemorrhage and pelvic pain to be related to essure (ess205) administration. The reporter commented: "I was calling to find out who do I file a complaint for the essure. I had the essure implanted in sept. 2006, and I have been bleeding as of dec. 2024 to this present time. The essure has broken up in me. A piece is in the uterus, and the other piece is in the fallopian tube. I did a sonogram and that is what it shows. Now being as though I have been bleeding and there has been blood clot, I am now anemic and on medication. I have hysterectomy scheduled for next month to have the essure removed. I am upset; you guys did a recall on the essure; I wasn't notified or contacted. Nothing. All of the symptoms that I am having, the complications you guys doing the recall for, I am getting pelvic pain, bleeding, anemia. It's crazy, it doesn't make sense. I need something to be done because I am about to lose my uterus and fallopian tube taken out. I need compensation. This is ridiculous. If I have known of the recall on this, I shouldn't have to have a hysterectomy to have it removed. I implanted it in me with the assumption that I would not get pregnant and there would be no side effects. This is crazy. I'm going to be without a uterus and a fallopian tube now. I can't take back the body parts that they are about to take out and god forbids, something goes wrong. I'm gonna be out of work. I'm gonna be on disability. It's not right. It's not fair to me. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): a piece is in the uterus, and the other piece is in the fallopian tube. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.